Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) a one-link IV connector in which an underinfusion occurred. According to the report, a baxter chemotherapy infusor pump was hooked up to the PICC line and would come back with product still inside after 5-7 days, so patients are not receiving their full dose. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report besides the patient being anxious/nervous for not having received the full dose. The patient did not receive any additional medication. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. Should additional information be received, a follow-up medwatch will be submitted.